Event description:
It was reported that the patient's ipg was explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's scs ipg had become inoperable. The patient's controller displayed a message indicating to replace the generator as it had reached end of service. Surgical intervention to replace the device may take place at a later date.